Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2023, it was reported that the infusion set's tubing got detached from the catheter while the patient was sleeping. The site location was outer of patient's left thigh and the pump was located on the left side. The infusion had been used for four days. Reportedly, the infusions were stored in air conditioner room in bathroom. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 200 mg/dl. According to the complaint investigation performed on the returned used device (1 set), it was found that the tubing was detached from the tubing connector. No further information was available.